Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump shut off by itself after a bolus. Customer indicated that they changed the battery and the pump powered on but the bolus was not recorded. Customer's blood glucose was 113mg/dl at the time of incident. Troubleshooting found that the display was black and there was nothing on the screen but customer indicated that the pump was fine. Customer indicated that they do not have time to troubleshoot and will call back later. No further details given.